Manufacturer narrative:
(B)(6). Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that there was leakage through the tip of the bd ¿ IV set an122 w/o pump t-type. There was no report of injury or medical intervention.